Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost therapy due to charging issues with the ipg. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The returned ipg passed all functional testing at lab bench and the autotester. Also, the remaining battery capacity exceeded the expected requirements. No root cause was identified for the reported.